Manufacturer narrative:
(B)(4) b3: unknown; captured as awareness date date sent 8/22/2025 d4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown surgery for esophagus, when gauze was inserted, the duckbill valve fell into the chest cavity along with the gauze. The fallen duckbill valve was retrieved. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 8/28/2025. Corrected data d4. Additional information: we got this info from the actual product on (B)(6) 2025. - product code of (B)(4): b12srt = b12lt.

Manufacturer narrative:
(B)(4). Date sent 9/22/2025. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that only the sleeve b12lt device was received with the duckbill out of position and present. Due to the condition of the retuned device had no leak tested could be performed to evaluate the reported incident. However, it is known from the history of the device that the condition of the duckbill out of position may lead to insufflation issue. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what might have caused the duckbill out of position. The manufacturing records couldn't be reviewed as the batch number is unknown.